Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a nine by three inch sore under the rear therapy electrodes. Patient advised the sore has been oozing and a wound care nurse had to come treat the sore due to it becoming infected. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to stop wearing the lifevest and prescribed amoxicillin and cipro. Patient ended use due to the sore. Follow up indicated that the sore is improving.